Event description:
It was reported that the device would not operate on battery power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced power module, and determined that root cause for the reported failure was an electrically leaky filter, designator fl4.